Event description:
The user facility reported that the angio-seal device came out (lock defective). The device was used after a was used after a permanent pace-maker implantation (ppi) procedure to treat a stenotic lesion of the below-knee artery, via antegrade approach from a puncture site in the left femoral artery. During the procedure, the angio-seal device was completely inserted into the insertion sheath and the device handle was pulled back until it was snap locked with the sleeve. When the device/sheath assembly was withdrawn, the entire device was withdrawn without the anchor being positioned against the vessel wall. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by performing manual compression for thirty minutes. A pre-deployment angiogram was performed. The size of the sheath ancillary used was a 6 fr. The vessel diameter was unknown. There was health damage to the patient. The blood loss was less than 250cc's. There was no patient injury/medical or surgical intervention required. There was no equipment or other devices used with the above product.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).